Event description:
It was reported that the pump was not working properly. The customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 608 mg/dl. The customer attempted to self-treat bg with a correction bolus, however was treated with intravenous fluids of saline and insulin in the ICU. Reportedly, customer continued to use the pump for insulin therapy. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.